Event description:
As per the report from the user facility / distributor - during scheduled right heart catheterization and balloon angioplasty of pulmonic valve, tyshak ii 18.0mmx4.0mm balloon inflated to burst pressure of 2.0 atm. Balloon ruptured. Tip of the balloon sheared away from body of balloon catheter and remained in body as catheter removed. Intracardiac echo initiated in attempt to visualize retained balloon tip. Unable to obtain any images. Alternate balloon used to complete procedure. Procedure ended.

Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. The following warning is listed in the IFU - "caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." A comparative catheter was pulled and tested. The device was the same catalog number but from a different lot number. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter balloon did not burst until 4 atm, which is double the labeled rated burst pressure of 2 atm. The root cause of this failure is unknown. The device was not returned so the complaint could not even be confirmed. Request for the device did not result in the return of the device. Additional questions were sent to the distributor / user facility; however, no additional information was received.